Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. (Similar device 510(k) - k991223). Manufacturing site evaluation: samples received - 1 open and used cassette. Analysis and results: there are no previous complaints of this code and batch. We have tested the knot pull tensile strength of the sample received and the results fulfill the requirements of the (B)(6). The batch manufacturing records were reviewed, which showed that this product was produced following normal processes. Final conclusion: although the sample received fulfills the specifications of ep and b.braun, we take note of this incidence in order to assess if new or additional actions are needed in the future. No CAPA required.

Event description:
It was reported that the suture breaks too easily. The suture was to be used by a veterinary professional. No additional information was provided.